Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the patient¿s implantable drug infusion device. The drugs being delivered were 60 mg/ml morphine (unknown) at 4.083 mg/day and 1,050 mcg/ml baclofen (unknown) at 71.5 mcg/day. It was reported that the patient had an MRI today (B)(6) 2020 and the motor stall recovery has not yet occurred. At 7:58am the motor stall occurred, at the time of the call it was 10:05am and it had not recovered. Caller did not know the type of mr scanner (open or closed) or if the pump orientation related to the z axis was confirmed prior to the MRI. Caller requesting that the manufacturer¿s representative (rep) further assist the caller with this issue. Troubleshooting included reviewing pertinent information per caller's inquiries. Caller will re-interrogate for a new set of logs until she can confirm the motor stall recovery. There were no symptoms reported. There were no further complications reported/anticipated.